Event description:
It was reported that the atrial pacing impedance had risen steadily over the past 12 months to high values, where it seemed to have plateaued. Threshold had also increased over the same period. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2003; fr99525 implantable tissue valve, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.